Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a signal loss issue with the adc freestyle libre 2 sensor, and therefore could not obtain low glucose alarm. The customer experienced seizure, loss of consciousness, and an ambulance was called. Upon arrival, a healthcare provider obtained an unspecified glucose reading and customer received unspecified treatment for diagnosis of hypoglycemia. The customer reportedly did not receive medication and refused to be taken to the hospital. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh002v33yd has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a retained reader and the bluetooth connection was successful. Linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Since the sensor and reader communicated successfully and a signal loss message was observed after simulating a signal loss, the combination of returned sensor and retained reader were found to be functioning properly; therefore this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a signal loss issue with the adc freestyle libre 2 sensor, and therefore could not obtain low glucose alarm. The customer experienced seizure, loss of consciousness, and an ambulance was called. Upon arrival, a healthcare provider obtained an unspecified glucose reading and customer received unspecified treatment for diagnosis of hypoglycemia. The customer reportedly did not receive medication and refused to be taken to the hospital. No further information was provided. There was no report of death or permanent injury associated with this event.